Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No button error alarm was noted. However, the insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump was received with minor scratches on the display window, cracked case at display window corners, a cracked belt clip slot and a cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm on his insulin pump. Her blood glucose level was 7.5 mmol/dl. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.